Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported death. There is no documentation to show a causal relationship between the death and the liberty cycler. Additionally, there is no allegation of a machine malfunction or deficiency related to the liberty cycler and per the rn, the death was not cycler related. It is unknown if the patient had comorbid conditions that caused/contributed to the cause of death. Based on the available information a cause of death is not confirmed. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the patient death remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A registered nurse (rn) contacted technical support requesting assistance to cancel a treatment and remove all of the supplies. The rn reported that patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) expired while connected to the liberty cycler for treatment. Per the rn, the cause of death was not cycler related. No further information was provided. Follow up was attempted but unsuccessful.